Event description:
It was reported that patient fell. Plate broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that a locking compression plate axsos 10 hole / l136mm 4.0mm locking set was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overload generated by patient¿s fall. The device inspection revealed the following: seven screws, one insert and a plate have been returned for inspection. Screws and insert resulted intact and undamaged, thus concomitant. On the contrary, the plate presented a breakage at the fifth oblong hole of the plate segment with the insert. Two parts of this device have been received. They have been approached and their combination matched, proving that there are no missing parts of the device. This approach also revealed an evident plastic deformation of one of the two extremities of one segment, meaning that this side of the broken oblong hole underwent a huge pressure. The breakage surfaces have been analyzed in detail and the following event reconstruction has been made. The fatigue failure was initiated by overload on the non-deformed side of the oblong hole. The crack propagated and final fracture of this side took place. Once this happened, overload effected the other side of the oblong hole, plastic deformation started occurring and a second fatigue failure initiation was generated consequently; it propagated and led to the final fracture of this side. Therefore the plate resulted broken into two parts. The main dimensions of the plate at issue have been double-checked and resulted according to drawing specifications. A review of the device history for the reported lot did not indicate any abnormalities: during stryker quality inspection accurate testing¿s and measurements have been performed and, by them, it has been possible to assure that this lot of products is in accordance with specifications. The raw material certificate of this device was reviewed as well. It was verified that the material used to manufacture the item at issue corresponds to the material defined on the drawing and to the internal material specification, which means austenitic stainless steel with minimum hardness of 860 mpa and maximum hardness of 1100 mpa. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient fell. Plate broke. On (B)(6) 2016, patient's husband clarified that patient broke her arm. (B)(6). Doctors in that area did want to touch it. Plate was implanted (B)(6) 2014.